Manufacturer narrative:
Please refer to the attached analysis report. (B)(4).

Event description:
Reportedly, oversensing was observed in real time ECG during a follow-up. This oversensing appears systematically just before the regular r wave and could not be explained.